Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced extrusion of receiver stimulator resulting in skin breakdown, infection and skin necrosis. The patient was hospitalized overnight and treated with IV antibiotics (date not reported). Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.